Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms a piece of the device broke off. The broken piece was returned with the device. The device shows signs of significant wear and use. The device was manufactured in 2018. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation was conducted and confirms per subsequent e-mail, the clinically requested information will not be provided for inclusion in this medical investigation. Per communications, there were no broken pieces retained, no patient harm or delay in the procedure. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed. Factors and/or probable causes that could contribute to the reported event have been identified in the risk management file for broken components, and the possible probable causes include surgical technique use, unclear user instructions, procedural/user variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a nail removal surgery the mating part with the screw driver on the lag screw broke when pulling. No delay reported. No patient injuries reported. No s&n backup was required.